Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with removal had most likely contributed to the reported wire tip separation. The applied stress would exceed the product design limit when the wire tip was being caught and restricted its movement by the newly deployed stent. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that on (B)(6) 2021, a percutaneous carotid intervention was performed on an extremely tortuous internal carotid artery, with an acute angle. A fielder xt wire was placed and the emboshield nav 6 filter (22438-19, lot 0082561) was deployed in the internal carotid artery without issue. An acculink stent (1011344-30, lot 0010961) was successfully implanted, and postdilatation was performed using a viatrac. While removing the fielder xt, the wire had become entangled with the implanted acculink stent and stuck behind the stent. The retrieval catheter retrieved the nav 6 filter without issue, and all was removed from the patients anatomy. During removal, the fielder xt tip (approximately 1 cm) had separated from the device and remained behind the acculink stent wall, apposed between the vessel and stent. The acculink stent remains implanted, well apposed to the vessel wall at the intended area, without a device issue. There was no adverse patient sequela and the patient remained in stable condition (vitals fine). The separated tip remains between the implanted acculink and vessel wall. No further treatment had been provided. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue. There was no adverse patient sequela and the patient remained in stable condition (vitals fine).